Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after an interventional left heart catheterization procedure using a 6f sheath. Reportedly, the prostyle device was preflushed successfully. When the device was advanced, resistance was noted. No blood flow came through the marker lumen. The device was removed prior to opening the footplate lever. The prostyle metal guide was found bent after removal. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9/h3 - device available for eval updated from 'yes' to 'no'.